Event description:
It was reported that the packaging was opened, and during the pre-use inspection prior to patient use, the balloon was inflated to confirm that there were no problems. Thrombectomy was then initiated. After passing through the stenotic lesion, the balloon was inflated to the specified volume. During withdrawal of the device, it was noted that there was no resistance. Upon removal and inspection, the balloon was found to be ruptured. Use of the device was discontinued, and the procedure was completed using a backup device without further issues. No patient injury or adverse health effects were reported.

Manufacturer narrative:
The device was discarded and not available for evaluation. Therefore, an investigation could not be performed, and the definitive root cause of the reported incident could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.